Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: two black and white photos were provided to the manufacturer for evaluation. The first photo shows a close up of the product label. The second photo shows the upper bell housing where there appears to be buildup of blood (due to the dark coloring in contrast to the rest of the dialyzer) outside of the fibers within the bell housing. The presence of blood in the bell area of the housing is indicative of a lack of integrity within the dialyzer. The specific damage/failure related to the presence of blood could not be confirmed as the actual sample was not provided for evaluation/testing and not visible in the photo. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed inside the dialyzer cap. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.